Event description:
It was reported that the device was used during a total vaginal hysterectomy. During the 7th firing, the device locked up and the surgeon used a clamp on each side. He then cut out the proximal stapler and used sutures to complete the case. There was no further consequence to the patient. The device was accidently discarded by the hospital.